Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Blocks d2a common device name, d2b pro code (product code), and g4 premarket / 510(k) # have been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe the stent partially deployed and the luer lock and the male swivel luer assembly detached from the handle. Media analysis confirmed the reported event of stent partially deployed. The stent was observed in this condition, and it was observed that the luer lock and the male swivel luer assembly detached from the handle. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. However, based on the information available and without proper evaluation of the device, it is unknown if the additional clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. The investigation findings and all information available concludes the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open when visualized under eus. The catheter was readvanced deeper into the collection in an attempt to facilitate deployment, but this was unsuccessful. The stent was removed, and it was noted to be partially deployed. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: media analysis was performed on photographs provided by the complainant. The event of stent partially deployed was confirmed. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe the stent partially deployed and the luer lock and the male swivel luer assembly detached from the handle. Media analysis confirmed the reported event of stent partially deployed. The stent was observed in this condition, and it was observed that the luer lock and the male swivel luer assembly detached from the handle. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. However, based on the information available and without proper evaluation of the device, it is unknown if the additional clinical observations were due to the technique used during the procedure, anatomical conditions or related to device malfunction. The investigation findings and all information available concludes the most probable root cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open when visualized under eus. The catheter was readvanced deeper into the collection in an attempt to facilitate deployment, but this was unsuccessful. The stent was removed, and it was noted to be partially deployed. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: media analysis was performed on photographs provided by the complainant. The event of stent partially deployed was confirmed. Please see block h11 for full investigation details.